Event description:
It was reported that the c-arm is lowering after releasing the foot pedal. No injury reported. A field engineer was dispatched to the site and determined that the right foot switch needed to be replaced. Once this was completed, the system was working as intended.